Manufacturer narrative:
(B)(4). Please note that the device associated with the reported event is not sold in the us but is similar to other cordis pta catheters in the lit category that are sold in the us. A 3x150mm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured within nominal pressure during its initial inflation. Therefore, it was replaced with the same type product and the procedure was completed. The lesion was the superficial femoral artery and chronic total occlusion (cto). The device was not returned for analysis. A device history record (DHR) review of lot 17313573 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used¿. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
A 3mm15cm155 saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured within nominal pressure during its initial inflation. Therefore, it was replaced with the same type product and the procedure was completed. The product will not be returned for analysis because of infectious disease. The lesion was the superficial femoral artery and cto.